Event description:
Medtronic received information that during use of an act plus instrument, it was reported the results were erroneous between screen 1 and 2. The use of the instrument was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported erroneous results between screen 1 and 2 was verified during service. Service technician observed no failure observed with the acttrac but after dismantling the device service technician found that the height of the lifting bar had to be adjusted and balanced on each track. The issue was resolved by disassembly of the device, cleaning the bar to remove any presence of blood and adjusting the lifting bar height. Post repair testing was performed per specifications. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that there was no error code associated with this issue observed. The test results were not obtained. Correction b3: date of event updated. Correction g3: date MFR rec in initial report was confirmed to be 2025-01-29. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.